Event description:
On 8/1/2006, hitachi received a complaint from an employee that voluntarily underwent a scan as part of initial clinical applications training at a new installation. The subject complained of a sunburn sensation on her back. The subject was scanned with the c-spine/thoracic/lumbar (ctl) receive coil in CT (thoracic) mode. The coil had been used in other modes on 4 previous patients. The subject felt her back getting progressively warmer during the scan and noticed that her skin was red afterwards. She described it feeling like a sunburn. The scan was approximately 30 minutes. The redness dissipated within 24 hours and the subject was not injured.

Manufacturer narrative:
The manufacturer evaluated device and determined that a component failure caused the ctl coil to overheat internally. The heat transferred to the center of the coil surface in the area where the patient's back is positioned on the coil. The coil surface is covered with a 1/2 inch pad (standard equipment) which reduced the level of heat transferred to the skin. The manufacturer determined that a corrective action was required to prevent recurrence of the circuit failure.